Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump shattered in the customer's pocket while working. Customer is unable to interact with certain areas of the touch screen due to the shattered screen. There was no adverse impact to customer's blood glucose. Reportedly, customer will continue to use current pump for insulin therapy and also has manual injections available.